Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Cable from the camera was found broken. Medtronic representative replaced the cable. Issue resolved. System performed as intended. Return requested for suspect cable. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system had no connection to camera, spheres were not seen by camera intermittently. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The positioning sensor unit (psu) to polaris spectra system control unit (scu) cable was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.